Manufacturer narrative:
The vitamin b12 ii reagent lot number was 83208701 with an expiration date of 31-jul-2026. The field service engineer (fse) found bent prewash nozzles and an inoperable water valve on the prewash syringe. The fse replaced the prewash nozzles and repaired the water valve on the syringe. Instrument checks, calibration, qc, and precision were all within specification. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of qc issues with multiple assays on a cobas e 801 analytical unit. The customer attempted to calibrate 10 assays, and only 3 assays passed. The customer repeated patient samples that were outside of range or had failed a delta check. Two patient samples tested for elecsys vitamin b12 ii (vitamin b12 ii) were discrepant and required corrected reports. Patient 1 initial result was < 150 pg/ml with a data flag. On (B)(6) 2025, the repeat result was 291 pg/ml. On (B)(6) 2025 patient 2 initial result was < 150 pg/ml with a data flag. The repeat result was 253 pg/ml. The repeated results were believed to be correct.